Manufacturer narrative:
(B)(4).

Event description:
The complaint indicates that the patient reported when she removed the applicator, the panel with two black dots fell away from the sensor pod. The sensor wire was part of the panel, indicating it had detached from the sensor based on visual inspection, testing concluded that the sensor wire with (B)(4) is detached from the sensor pod and seal carrier.the problem is confirmed because the sensor wire with (B)(4) was detached from the sensor pod and seal carrier.the root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, after attempting to insert the sensor wire, it was noticed that it had detached and fell off. The attempted sensor insertion was an inch or two below the breasts. No additional event or patient information is available. No product or data were provided for evaluation. The reported detached sensor wire could not be confirmed. A root cause could not be determined. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.